Event description:
Event description cpi recieved information that this patient's sweet tip bipolar lead (4269) had dislodged. An invasive was performed to reposition the lead. It remains actively implanted.